Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where the user managed to login but was unable to pull any report. A technical support specialist (tss) logged into the device to run a sample report but encountered an unexpected error occurred message. The tss verified that the extract transform load (etl) process was running as expected every 5 minutes. To troubleshoot, the tss restarted the standard services on the application server; however, the issue persisted. The tss then connected to the report server and discovered that the structured query language (sql) server reporting services was not running. The tss started the services and attempted to run the all device event report, which executed successfully and generated the expected results. Finally, the tss confirmed with the customer that the report was running correctly, thereby resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the users were able to login but were unable to pull up pyxis reports. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.